Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A lawsuit alleged the patient sustained "inappropriate and non-therapeutic shocks and/or failure of their implantable devices to deliver therapeutic shocks when warranted." Further, the lawsuit alleged the patient suffered severe physical injuries and/or death, severe emotional distress, and economic and consequential damages due to the implanted lead. It was reported the device has out of range readings recorded on the device prior to implant. Additionally, it was reported the lead is exhibiting a slight decrease in r-waves and increased thresholds. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Event description continued in the notes section.